Manufacturer narrative:
With all the available information, boston scientific concludes that reported complaint was confirmed. The foot switch assembly was analyzed. The device presented rust and the vapor function was not functioning, also it was confirmed that the pedal was stuck in on position. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the foot pedal did not stop shooting and it is stuck. There was no patient involved.

Event description:
It was reported that the foot pedal did not stop shooting and it is stuck. There was no patient involved.